Event description:
As reported by the user facility: reported 470108 is set being used. Since switching to set they notice there is contamination on the patients gowns when they come back to nuclear medicine to have the scans done. They were injected with isotope several hours earlier. Asked if they were having the same issues with their out-patient people and he reports no, but they don't always use the extension set for those people. Reports they have seen fluid "spit out' when disconnecting their syringe. He reports they have made no procedural changes when they switched to the caresite.

Manufacturer narrative:
In a follow up call to the facility, the reporter confirmed there was no patient injury or any intervention needed as a result of the incident. He also stated that there were minuscule drops of solution seen on the gowns of the patients, and leaking out of the port of the caresite valve on the set. He also mentioned he believes the sets are used with a bd syringe. The lot number is not available since packaging was thrown away and no sample was saved. Since the actual device involved in reported incident was not returned for evaluation, a thorough evaluation could not be performed. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number. Without a sample or lot number, ac complete investigation could not be conducted based on the investigation results, no conclusions can be made regarding the cause of the event. If the sample is returned for evaluation and/or additional pertinent information becomes available, a follow up report will be filed.